Event description:
Clinical registry: it was reported that 199 days after a coronary artery drug eluting stenting treatment procedure a target vessel reintervention was performed. The index procedure treated a mildly calcified, 75% stenotic b1-type lesion in the mid right coronary artery (rca). The lesion was 14mm in length and 3.5mm in diameter. The lesion was pre-dilated with a cutting balloon, inflated to 10 atms. The physician deployed a taxus express2 3.50 x 20 mm stent in the mid rca at 16 atms. The stent was post dilated at 20 atms. The patient was discharged the following day on plavix and aspirin. The patient was hospitalized 199 days after the index procedure. A reintervention of the taxus express2 stent implanted in the mid rca was performed. The physician placed another taxus express2 stent in the mid rca. There were no further complications reported. The patient was discharged the following day.